Manufacturer narrative:
The deltamaxx will not be returned, therefore the root cause of the coil becoming stuck and the sheath damage cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Common device name: protocode: krd/hcg.

Event description:
The contact from the facility reported that during coil embolization of a splenic artery at the abdomen the deltamaxx (cdx180312-30/ s10218) was stuck in the microcatheter and the introducer sheath got damaged. The procedure was the coil embolization of a splenic artery at the abdomen. The patient¿s information was unknown. The patient¿s vessels were heavily tortuous. A guidewire (radifocus gt gw, terumo), a microcatheter (sl10, stryker), a y-connector (unknown), and an enpower were also used for this procedure. The complaint coil was inserted, but it got stuck in the micro catheter and the introducer sheath got damaged. It was unknown how the procedure was completed. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The product has already been disposed and not available for the investigation. No further information is available.